Manufacturer narrative:
Determination of root cause: assessement: the site phoned tech support for assistance and were notified the issue was due to the treatment card and recommended they order new ones. A review of the complaint database for 3 months prior to the reported event indicated no other complaints of this nature for this laser system. Conclusion: based on the results of the investigation, the root cause was most likely due to the treatment card. (B) (4). (B) (4).

Event description:
Adverse event: interrupted surgery. Malfunction: card failure/card reader failure. A system operator stated a flap had been created when a card failure occurred during refractive surgery. She reported, the surgeon stated, the patient was not harmed or injured by the event. It is unk if the surgical procedure was completed.